Event description:
A health professional reported following a cataract extraction with intraocular lens (iol) implant procedure, the patient experience double vision, diplopia since the lens was tilted in the eye. The surgeon repositioned the lens in a secondary procedure. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).